Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned. The reported patient effects of angina and restenosis are known observed and potential patient effects as listed in the xience prime everolimus eluting coronary stent system instructions for use (IFU). Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.

Event description:
It was reported that on (B)(6) 2013, the patient had a 2.5 x 28 mm xience prime stent implanted in a heavily calcified lesion in the distal circumflex (cx) artery. On (B)(6) 2013 the patient was admitted with unstable angina and restenosis was observed in the previously implanted stent. The restenosis was treated on (B)(6) 2013 with a cutting balloon. The event resolved on (B)(6) 2013. No additional information was provided.